Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 4 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power off/on twice and the system errors did not repeat. The hc was at press go to start. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated she continued therapy using manual supplies and resumed therapy the following night on the cycler. The hp did not contact her peritoneal dialysis nurse regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. The batch review was performed on the associated lot (h11d25121) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is known; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.